Event description:
Infection was reported. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.this event was initially submitted via a timely alternative summary report (asr) for infection. This lead model no longer qualifies for asr reporting and therefore, the analysis results are being submitted via a bimonthly report. Product event summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted there was blood on the distal electrode,there was body tissue/fibrotic growth on the distal electrode, blood was noted on the overlay tubing, the outer insulation was breached cut, the overlay tubing was melted and was cosmetic melted, the outer insulation had metal ion oxidation, there was environmental stress cracking of the outer insulation and there was apparent explant damage. (B)(4). Concomitant products: 4076 implantable pacing lead (B)(6) 2008; 6947 implantable tachy lead (B)(6) 2008.